Event description:
During an in clinic follow up, episodes of oversensing due to myopotentials resulting in pacing inhibition were noted on the device. Technical support was contacted and recommended provocative testing and reprogramming to resolve the event. The device was reprogrammed. The patient was stable.